Event description:
It was reported that patient experienced ineffective therapy and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein patients' system was explanted to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6). Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7629572.